Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm and pump error 35 alarm confirmed in the detailed trace file on (B)(6) 2024 at 6:27:00 pm. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2 and force sensor. No corrosion or moisture damage found on the motor and vibrator assembly noted. Please see below for pump error(s)/alarm(s) noted 2 days prior to the event date 28-may-2024 in the formatted history file. Lost sensor 1 alert (780) was found on: (B)(6) 2024 16:58:00.000. Lost sensor 2 alert (781) was found on: (B)(6) 2024 17:14:00.000. Sensor error alert (801) was found on: (B)(6) 2024 14:21:16.000, (B)(6) 2024 14:51:25.000 and (B)(6) 2024 15:26:18.000. Unable to test for lost sensor alert and sensor error alert due to critical pump error (open book image) alarm. Lost sensor alert and sensor error alert were unknown. Pump error 24 alarm (file number: 33 line number: 2061): (B)(6) 2024 17:22:00.000 and (B)(6) 2024 17:32:00.000. Pump error 24 alarm was confirmed according in the formatted history file due to corrosion on the pcba 1 and pcba 2. Replace battery now alarm was found on: (B)(6) 2024 17:27:00.000. Pump error 23 alarm was found on: (B)(6) 2024 17:38:03.000. Power loss alarm was found on: (B)(6) 2024 17:38:17.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Upon checking on the power data/detail trace file, replace battery now alarm, pump error 23 alarm and power loss alarm were expected since the battery in the pump is low on power. The customer had used a low power battery. Unable to test for replace battery now alarm, pump error 23 alarm and power loss alarm due to critical pump error (open book image) alarm. Replace battery now alarm, pump error 23 alarm and power loss alarm were unknown. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label missing. Unable to perform the required testing due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to corrosion on the pcba 1, pcba 2 and force sensor. Also, pump error 24 alarm was confirmed according in the formatted history file due to corrosion on the pcba 1 and pcba 2. Pump exposed to moisture was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image), exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1781kl. Troubleshooting was performed. Insulin pump will be replaced. No harm requiring medical intervention was reported. Customer will discontinue the use of insulin pump. Mmt-1781kl was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.